Manufacturer narrative:
Results: pcb box assembly.

Event description:
It was reported by service report that the unit would zoom in an unintended direction. No patient involvement or adverse consequences are reported.